Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate received from our implant patient registry, during the implant of a 29mm sapien 3 valve, in the aortic position, the valve was deployed in the distal abdominal aorta. As reported, the esheath could not be completely inserted into the vessel due to calcification causing the sheath to bend. It was thought that the esheath was in a straight section of the aorta, and a decision was made to insert the delivery system. The valve was in the abdominal aorta, and an attempt to retrieve the valve through the sheath was unsuccessful. The valve was deployed in the distal abdominal aorta. A new valve was prepared and was deployed successfully. There was no injury to the patient.

Manufacturer narrative:
The commander delivery system was not returned for evaluation. No relevant photographs or imaging was provided. Without the device return or images of the device, visual inspection, functional testing and dimensional analysis were unable to be completed. The complaints for ¿delivery system ¿ insertion difficulty through sheath¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ were unable to be confirmed. A manufacturing nonconformance was unable to be determined. A review of manufacturing mitigation supports that the delivery system has proper inspections in place to detect issues related to the reported events. Based on the applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing nonconformance contributed to the complaint. As reported, ¿the esheath could not be fully inserted due to calcification, and it caused the sheath to bend.¿ additionally, the calcification may have caused withdrawal difficulties as the valve could have caught on it. Per training materials push force can vary due to angle of insertion, vessel diameter, tortuosity, and degree of calcification. These factors can restrict the ability of the esheath to expand and may create a difficult pathway to advance and withdraw the delivery system through the sheath. Complaint history review revealed possible procedural factors that could have contributed to the difficulty advancing or retrieving the device: coaxially of delivery system, sheath and valve, and residual fluid in the inflation balloon. Per the instructions for use (IFU), valve malposition are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long term effects are not completely understood. The complaints for ¿delivery system ¿ insertion difficulty through sheath¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ were unable to be confirmed. Additionally, it could not be determined if a manufacturing non-conformance contributed to the complaint events. In this case, available information suggests that patient factors (calcification) and/or procedural factors may have contributed to the reported events. In addition, the cause for the valve malposition cannot be determined; however, patient factors (calcified vessels) may have contributed to the reported event. No device malfunction was identified in the report. Valve deployment in unintended location is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. There is no allegation of an edwards device malfunction associated with this event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rates do not exceed the october 2017 control limits. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Additional information as reported by eruopcr 2018 course; speaker douglas muir, middlesbrough: the patient native annulus measured an area of 584mm2 by CT. The patient's minimum luminal diameter (mld) measured 7mm with moderate calcification and tortuous iliac.